Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Correction to section a for missing patient information in the previous supplemental report.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure the triclip xtw opened during pre-deployment establish final arm angle (effa). The angle of the triclip was approximately 20 degrees prior to the clip opening continuously to 90 degrees. The clip initially opened to 30 degrees, while the arm positioner knob was turned from tight to neutral. The clip opened an additional 60 degrees during one rotation of the knob in the open direction past the neutral position. Troubleshooting was performed unsuccessfully. The clip was set aside and another triclip was selected for the procedure. The procedure continued successful and the final tr was grade <1. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.